Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection of the product with the naked eye showed the product in the opened packaging and the product was dry. A red mark in the header cap that had rubbed off on the cutting surface of the product was visible. The reported condition was verified. The cause is manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon opening the packaging with a polyflux 14l, a red mark was observed on top of the membrane inside the housing of the dialyzer. There was no patient involvement. No additional information is available.